Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. There was no image under the digital visual interface channel due to defective printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the visera elite video system center had no image with the digital visual interface channel. The issue was observed during maintenance; therefore, there was no patient harm or procedure involved.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon occurred due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.